Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited functional loss of capture, less than 200 ohms impedance and noise. Switching the polarity to unipolar was attempted, but caused muscle stimulation. The lead was capped and replaced.